Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Per the medical examiner, no autopsy was performed by the medical examiner. Multiple follow up attempts were made with the customer's healthcare provider (hcp); however, the hcp did not respond.